Manufacturer narrative:
This event occurred on an unspecified date in 2018. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink luer-activated valve was unable to be connected. This event occurred prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed and the two-piece luer lock and luer activated valve were successfully connected. Under water pressure testing was then performed with no issues or leakage observed. Clear passage testing was also performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.